Event description:
Philips received a complaint from a customer that a foot switch pedal (cine pedal) was bent. The footswitch worked intermittently. No patients were harmed.

Manufacturer narrative:
(B)(4). When investigation is completed a f/u report will be sent to the FDA.